Event description:
Neonatal peripherally inserted central catheter (PICC) was placed by certified registered nurse practitioner (crnp) without complication. One hour later rn noticed that neopicc was snapped at the hub.